Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated the event date was (B)(6) 2017 and (B)(6) 2017 (date of replacement). The patient had a pocket of fluid over the pump with no redness or fever. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump found no anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (5mg/ml at 1.65 mg/day) and bupivacaine 12 mg/ml at 3.98 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that a pocket of fluid was noticed over the pump. It was noticed at refill. The patient had no fever and there was no redness or anything else that may suggest an infection. It was noted that it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue as the patient had dementia. On (B)(6) 2017 a swab was taken and sent off for testing and the physician replaced the pump. The physician checked the area and found nothing to lead them to believe there was an infection or csf (cerebrospinal fluid) backing up. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.